Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure (procedure date not reported). The patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs under local anesthesia (procedure date not reported). No issues were reported to the device. According to the complainant, following the procedure, the patient experienced an asthma attack and pneumonia (exact date not reported). The patient was administered 'antibacterial agent' and systemic steroids to treat the asthma attack and pneumonia. The patient's lung function was noted to have improved following the bt procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Fev1% is 55%, fev1 is 2.5l.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure (procedure date not reported). The patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs under local anesthesia (procedure date not reported). No issues were reported to the device. According to the complainant, following the procedure, the patient experienced an asthma attack and pneumonia (exact date not reported). The patient was administered 'antibacterial agent' and systemic steroids to treat the asthma attack and pneumonia. The patient's lung function was noted to have improved following the bt procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Fev1% is 55%. Fev1 is 2.5l. Additional information received on 09aug2016. The third bronchial thermoplasty was performed on (B)(6) 2015. The treating physician's name is dr. (B)(6).the physician confirmed that the reported events of pneumonia and asthma attack are related to the third bt procedure, and that there was no malfunction of the device. The onset date for the asthma attack was reported to be 'one or two days after the third bt procedure'. The onset date for the pneumonia was reported to be a 'few days after the third bt procedure'. The physician reported that the patient's condition following the bt procedure was 'not stable for a while', although this was anticipated by the physician and the adverse events improved in a short period of time. The patient reportedly has not experienced any other asthma attacks within 6 months following the third bt procedure. The patient's current condition is reported to be stable. The device was not used passed its expiration date.